Manufacturer narrative:
(B)(4). On an unreported date reported as ¿a few weeks ago¿, the patient experienced peritonitis. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask. The patient did not need to be hospitalized for the peritonitis. On unreported date(s), the patient was treated with an unknown antibiotic (route, medication, dosage, frequency, and duration not reported) for the peritonitis. On an unreported date; dianeal therapy was discontinued and the patient was switched to hemodialysis therapy. On a later unreported date (after the peritonitis was ¿cleared up¿), dianeal therapy was re-introduced and dianeal therapy was ongoing at the time of this report. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.